Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic nephrectomy procedure. After inserting a flexible scope into the device, pumping the balloon, when removing the scope, the scope got caught inside the balloon, and the scope's bent part broke. Nothing fell into the patient's cavity. According to the customer's comment, there was something like a hard step when tracing the cannula with hand, and they suspected this might cause influence. There was no problem when inserting the scope. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.